Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reduced the dose of insulin based on the sensor readings, between 7-9 mmol/l (126 - 162 mg/dl), obtained on (B)(6) 2020 and (B)(6) 2020. On the night of (B)(6) 2020, customer experienced vomiting for 10 hours, and the next morning she was transported to hospital where a hcp meter reading of more than 27 mmol/l (486 mg/dl) was obtained compared to sensor reading of 8.5 mmol/l (153 mg/dl). Customer was diagnosed with diabetic ketoacidosis, hospitalized, and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reduced the dose of insulin based on the sensor readings, between 7-9 mmol/l (126 - 162 mg/dl), obtained on (B)(6) 2020 and (B)(6) 2020. On the night of (B)(6) 2020, customer experienced vomiting for 10 hours, and the next morning she was transported to hospital where a hcp meter reading of more than 27 mmol/l (486 mg/dl) was obtained compared to sensor reading of 8.5 mmol/l (153 mg/dl). Customer was diagnosed with diabetic ketoacidosis, hospitalized, and received unspecified treatment. There was no report of death or permanent impairment associated with this event.